Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient´s spouse reported "a problem with them", "deflation", "it´s broken" and "exchange from textured to smooth implants due to the patient's concerns with the product". This record is for an unknown side. Device remains implanted.